Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt started to have more muscle cramps which caused her pain and discomfort at her affected extremity. The device was then turned off. The pt desired to have reconstructive surgery on her left elbow to improve contraction and prevent injury. The neurostimulator removed as it did not improve her symptoms and due to the possibility that she made need an MRI. F/u information reported that the pt did have surgery on (B)(6) 2011 for a fusion on her left shoulder and was due to have additional surgery (schedule (B)(6) 2011) to have her left arm amputated above the elbow. She was then going to be fitted for a prosthesis. If additional information becomes available, a f/u report will be sent.